Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was unknown at the time of incidence. Customer placed one cannula on upper buttocks area and sugar down and during the night it raised to like 500 mg/dl and within 2-3 hours sugar was going up and they removed it and cannula was bent. The customer was treated with injection and insulin pump for high blood glucose level. Customer stated that drive support cap was normal. Customer did not allege insulin pump was under delivering the insulin. The insulin pump will not returned for analysis.